Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer failed to open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer would not open. A technical support services specialist (tss) reported connecting to the unit and reviewing the zones. The tss found that one of the zones had been disabled, re-enabled the zone, and restarted the cubex application. The user was then able to issue the required medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.